Event description:
It was reported that this right ventricular (rv) lead was exhibiting shock impedance spikes. Technical services (ts) was consulted and explain a possible spring contact issue. The device was checked, and no issues were found. All other lead measurements were within normal limits. Ts advice to continue to monitor. The lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting shock impedance spikes. Technical services (ts) was consulted and explain a possible spring contact issue. The device was checked, and no issues were found. All other lead measurements were within normal limits. Ts advice to continue to monitor. The lead remains in service. No additional adverse patient effects were reported. Additional information was obtained; the right ventricular (rv) lead was explanted and replaced.